Event description:
An initial MDR regarding this case was filed (B)(6)2023 (report number 3016798778-2024-00074). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from three systems (remote (B)(4) paired with pump (B)(4), remote (B)(4) paired with pump (B)(4), remote (B)(4) paired with pump (B)(4)) show instances of pump failure alarms generated in the days leading up to and on the date of the complaint. During investigation, the pump failure alarms were confirmed in each system to be due to a hardware failure in the associated pump. No further investigation is possible. All systems functioned within specification as they alarmed accurately and entered failsafe states after alarming.

Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 13-nov-2023 and forwarded to millyard advanced medical products, llc on 14-nov-2023. The patient reported both pumps alerted pump failure, and troubleshooting was unsuccessful. No side effects were reported. The patient went to the ER on 11-nov-2023 to continue receiving remodulin therapy. While in the hospital, she received two new pumps and was able to get both to work. She was discharged from the hospital on 12-nov-2023. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.